Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked reservoir tube lip, scratched screen and case.

Event description:
It was reported that the customer's insulin pump alarmed while changing the battery. The blood glucose reading was 211mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.